Event description:
It was reported during a patient procedure, the doctor received a second degree burn. The burn resulted in an immediate blister in the palm of his right hand. The doctor applied water and ointment on his blister. The doctor did not provide further information regarding his burn. The procedure was completed successfully with no clinically significant delay.